Manufacturer narrative:
The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The customer noticed the helium loss occurring over a period of time. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the check valve seal at cv1 and tightened all hoses and connectors in the cart and console. The fse ran the leak check procedure and it passed with a loss off 18 psi (within spec as per manual). The fse closed the service report/call. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The customer noticed the helium loss occurring over a period of time. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.